Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to customer's blood glucose. A cartridge change was performed resolving the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned